Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the fellow was instructing a resident and they were deploying the angio-seal vip together. They thought the device malfunctioned when in fact it did not. They cut the suture without creating back tension which caused the plug and footplate to go intravascular. The procedure was success. The patient was brought back on (B)(6) 2018 and the doctor intervened by pulling the footplate and a majority of the plug out. Angioplasty was performed post removal. The patient's condition was reported to be ok. Additional information was received on (B)(6) 2018. There was no blood loss reported. There were no other devices or equipment used with the product. They deployed a spider embolization filter distal and pulled it back catching the footplate and plug, and then pulled it back into the destination sheath. The initial procedure performed was a y90. There was no difficulty reported with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved by deploying another angio-seal. A 6fr angio-seal was initially used for a 5fr procedural sheath. A 7fr destination sheath was used to retrieve the footplate and plug. Angioplasty was performed post removal.

Manufacturer narrative:
An anchor and 1.5" of suture was received for product evaluation. No other components such as the delivery mechanism were returned with the anchor and suture. The suture was still tethered to the anchor the slip knot was found proximal to the opaque anchor. The anchor had a white appearance as though it had begun to degrade. The anchor appeared partially deformed as the leading leg of the anchor was partially twisted. A small amount of collagen was present around the slip knot. The majority of the collagen was not returned. The proximal end of the suture appeared bluntly cut as though it was exposed to a sharp edge. IFU states: "maintain tension on the suture." And "...slowly and carefully withdraw the device/sheath assembly..." There is no evidence that this event was related to a device defect or malfunction. Based on the returned anchor and suture and the complaint description, the complaint was confirmed for difficulties maintaining tension on the suture during withdrawal of the device. After the anchor is posted, the next step is to withdrawal the assembly. From the complaint description, the user suspected a malfunction and cut the suture without maintaining backward tension on the suture. This allowed the anchor and collagen to go into the patient's intravascular. The resident was in training from a fellow and did not follow the proper steps of deployment. Per the complaint description, the device did not malfunction.